Manufacturer narrative:
Continuation of concomitant products: ddbb1d1 ICD, implanted: (B)(6) 2015. Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the outer insulation was ruptured. There was blood on the proximal conductor. The analyst noted that 2 leads were returned. Leads are the same model 5076. Pli 10 s/n: (B)(4), and pli 30 sn: (B)(4). Lead s/n visible on both proximal segments received, and the lead body on both was cut into many pieces due to explant damage. Therefore, cannot be determined which lead those pieces belong to. Best attempts have been made to identify medial and distal segments of the leads and analyze in the appropriate pli. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an occlusion of the superior vena cava and opted against an extraction procedure for a few years. The right atrial lead had high/undefined impedance. The lead was suspected to have dislodged or migrated. Both the right atrial and the inactive right ventricular lead were removed with laser and counter traction. A new right atrial lead was implanted and the chronic active high voltage lead remained in use. No further patient complications have been reported as a result of this event.